Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x1c alarm, indicating that the device reached the 80-hour expiry time. The device functioned as intended and alerted the user of the expiration. No bends or kinks were observed in the soft cannula, but a tear was found in near the tip of exposed portion of the soft cannula. Fluid was observed to exit at a separate tear in the exposed portion of the soft cannula near the tip of the formed needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.8 mmol/l (356.4 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. A correction bolus was administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.